Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿brown/red speckled debris¿) was found in the barrel of a bd 10ml syringe luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: two assembled luer-lok 10ml syringes were received, one was loose, one was in an opened package. The package was confirmed to be from batch # 6244546 (p/n 300912). The samples were visually evaluated. The loose syringe was found to have brown/red foreign matter embedded in the barrel near 4ml grad line, the size of the foreign matter is acceptable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. DHR review for batch #6244546 (p/n 300912): manufacturing dates: 09/08/2016 to 09/09/2016. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6244546 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA is not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.